Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further testing was performed such as isometrics, postural changes, manipulating on the can and no fluctuations were observed on impedance measurements. Boston scientific technical services (tws) as consulted and discussed this could be a spring contact issue based on the jumpy measurements. Further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further testing was performed such as isometrics, postural changes, manipulating on the can and no fluctuations were observed on impedance measurements. Boston scientific technical services (tws) as consulted and discussed this could be a spring contact issue based on the jumpy measurements. Further testing was recommended. Additional information was received that a defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported. At this time, this lead remains in service.